Event description:
Particulate matter found in 250 ml containers. Some particulate appeared to be plastic and some appeared to be paper and paper fibers. Follow-up info per call from rptr 4/7/94. One thread like particle was noted in the solution by the pt. The same pt reported the first occurrence also. The rptr would like to know what the health ramifications are when there is particulate matter in the solution.